Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 250cc mentor memorygel breast implant (catalog number 3502501bc, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with 250cc mentor memorygel breast implants and experienced postoperative left-sided capsular contracture (baker grade iii). As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020.

Manufacturer narrative:
On apr 20 2020, additional information was received indicating the patient experienced bilateral capsular contracture baker grade iii. The patient underwent bilateral explantation on (B)(6) 2020. On may 1 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the patient's explantation date. Due to the global covid-19 crisis, the patient's explantation has been re-scheduled to (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the patient's explantation date. The patient's explantation has been scheduled for (B)(6), 2020. Manufacturer's reference number: (B)(4).